Event description:
It was reported the patient was experiencing ineffective stimulation and pain at the ipg site. Patient stated that they believe the ipg has migrated in the pocket, as they have to physically manipulate the ipg due to discomfort. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000151371.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. The lead was received cut but complete. The lead was cut during the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. No opens were observed in any of the lead segments.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted to address the issue.

Manufacturer narrative:
Correction g2: medwatch report number added. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. As of on (B)(6) 2024, explant surgery had not been scheduled. In an update posted 12 sep 2024, the rep reported they were under strict instructions to not communicate with this patient as she was threatening to sue.